Event description:
Healthcare professional (hcp) reported injecting a patient with 2ml of juvéderm® voluma¿ with lidocaine in the chin. The patient was pre-treated with skin cleansed with clinisept. The patient concomitantly takes ¿hrt & everol.¿ four hours later, large, firm, tender swellings in all treated areas. Four days later, the patient was treated with oral treatment to mx inflammatory process: oral prednisolone ¿ 40mg and doxycycline 100mg (as per ace guidelines). Three days later, 0.1mls of hyalase® was injected into forearm for test patch. Hcp observed for 15 minutes with no reaction. After the 15 minutes, the patient was with injected with 8mls of hyalase®, into firm nodules. Started on left side and it was very painful. The remaining six mils made up to 8 mils and were injected on right side. After 10 minutes, felt that nodules were a little softer and treatment was repeated. Patient was observed for 10 to 15 minutes before leaving the office. The hcp is planning of starting the patient on prednisone 60 mg the following day and then reduce dose. Two days after seen at the office, the pain improved the last couple of days and the masses had gotten smaller. Patient looking much better. On palpation, still significant masses bilaterally but smaller than they were. The patient was treated with 8mls of hyalase®. Afterwards the patient¿s skin was cleaned with clinisept and alcohol. The masses injected were noticed they softened very quickly. The patient was injected again with 3mls hyalase® on the left side where the masses were larger and 2mls on the right side. The patient¿s skin was cleaned again with clinisept and alcohol. Later that day the hcp messaged the patient to purchase over-the-counter omeprazole for ppi cover. The patient was also treated with omeprazole 20 mg od as taking regular ibuprofen and on higher dose steroids. The next day, the patient was treated with 55mg prednisolone and symptoms improved. Pain also improved to the extent that it has stopped. The following day, continued improvements in the size of masses. Patient has gained 7 pounds in the last week and is devastated as maintaining weight is particularly important. Steroids have made the patient very hungry and has increased eating in addition to fluid attention. The patient was keen to taper more quickly due to this unwanted side-effects 45mg prednisolone. Suggested could taper by 10 mg per day. The next day, significant improvement to masses. 35 mg prednisone taken. Reports bad side effects. Insomnia and increased appetite especially throughout the night. Lymphatic drainage yesterday really helped with water retention. The following day, 25mg prednisolone taken. Right side mass improved. The next day, crashing comedown" took 25mg, advised to take another 5mg. Total = 30mg prednisone. The next day, the mass continues to improve and takes 25mg prednisone. The following day, the patient experienced side-effects, even worse with extreme fatigue for two hours every afternoon. The next day, the patient takes 20mg prednisone. The following day, the hcp suspects taper has been too fast and recommended to go back to 30mg prednisone and may need 5mg for 1 week and then 5mg every other day for 1 week, 5mg every other day for 1 week. Over the next days, the patient takes 30mg each day and masses are gone. Side effects improved but still very hungry and still not seeping.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.